Manufacturer narrative:
D9. Suspect medical device - device available for evaluation?; corrected data: device was received prior to initial MDR submission however inadvertently not included in the initial MDR.

Event description:
Information was received from the physician that the explant was for patient comfort reasons and that the pain was unrelated to the vns. An illegible note mentioned that the device was turned off the generator and lead were received into analysis. Lead analysis has not been completed to date. Generator analysis was completed on the returned device. The generator was returned with no malfunction reported. Proper functionality of the generator's ability to provide programmed output current was successfully verified in pa lab. Additionally the septum was not cored and thus eliminated the possibility of unintended electrical current path through fluids leading to pain. The device output was measured for more than 24 hours while the generator was placed in a simulated body temperature environment and results showed no signs of variation in the generator's ability to output current. The diagnostics were as expected. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Product analysis (pa) was completed on the returned lead. The reported ¿pain¿ and ¿lack of efficacy¿ are outside of the scope of the pa lab. Continuity checks of the returned lead portion found no discontinuities. The condition of the returned lead portion was consistent with that typical of explanted leads. No anomalies were noted with the returned lead. Setscrew marks on the connector pin confirm that at one time good mechanical and electrical connection was present. Dried remnants of body fluids were found in the inner and outer tubing with no point of entry apart from the cut end of the lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
Type of report, corrected data: supplemental report #01 inadvertently did not have ¿follow up¿ selected, and did not include ¿01¿

Event description:
It was reported that the patient's generator and a part of the patient's lead were explanted. It was noted that the device has been disabled since 2013, but the patient had been having pain around the generator site recently and wanted the device removed. The physician noted the device was disabled due to the patient having discomfort and because it had no substantial benefit to the patient. The explanted device has not been received into analysis to date. No additional relevant information has been received to date.